Event description:
A customer reported a diluent/blood leak of more than 10 ml overflowing the spill tray under the air mix temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis system and on the counter top. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves with no face protection. There was no exposure to wounds or mucous membranes. Medical attention was not sought. The msds sheets were not reviewed. The facility has an exposure control/risk management plan in place. No patient results were affected because the instrument could not be used to process specimens. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards, such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Blood, 6c cell control, diluent, and dxh cell lyse may be present in the nucleated red blood cells (nrbc) mix chamber during normal operation, and dxh cleaner during shutdown. A field service engineer (fse) was dispatched to the customer site. The fse aspirated tube stopper (cored material) that was plugging the nrbc and differential mix chambers. Service activity performed was verified to meet the specific requirements per established procedures. Results met published performance specifications the cause of the leak was plugged differential and nrbc mix chambers. (B)(4).